Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications at the time of her essure placement". The patient's medical history included colitis, human papilloma virus infection, heart rate high, anxiety, thyroid disorder, gerd and itching. Concomitant products included dexlansoprazole (dexilant), escitalopram oxalate (lexapro), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), metoprolol and sucralfate (carafate). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vulvovaginal rash ("rashes or skin conditions type: red bumps on vaginal area"). In (B)(6) 2012, the patient experienced papilloma viral infection ("infection (other) describe: hpv human papillomavirus infection"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition :dropped uterus") and rectocele ("reproductive system disorder or condition type of disorder or condition: prolapse rectocele"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and urticaria ("autoimmune diagnosed hives"). The patient was treated with surgery (essure removal scheduled in 2020). Essure treatment was not changed. At the time of the report, the abdominal pain, uterine prolapse, rectocele, urticaria, vulvovaginal rash, migraine, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, migraine, nausea, papilloma viral infection, rectocele, urticaria, uterine prolapse, vulvovaginal rash and weight increased to be related to essure. The reporter commented: patient received treatment for event- hives current weight: 140 lbs. Patient was planning to removed essure due to prolapse rectocele and dropped uterus. Discussed having hysterectomy because of prolapse rectocele and dropped uterus. Date(s) of insertion: (B)(6) 2008 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on (B)(6) 2010: tubes are completely occluded image shows right and left essure implants. There are apparently 2 on the left. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-apr-2021: mr received. Reporter's information added.lab data added.fu received.no new significant change made in medical context of case. Fu marked because of imrdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications at the time of her essure placement". The patient's medical history included colitis, (B)(6) infection, heart rate high, anxiety, thyroid disorder, gerd and itching. Concomitant products included dexlansoprazole (dexilant), escitalopram oxalate (lexapro), ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin fe), metoprolol and sucralfate (carafate). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rash papular ("rashes or skin conditions type: red bumps on vaginal area"). In (B)(6) 2012, the patient experienced (B)(6) infection ("infection (other) describe: (B)(6) infection"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition :dropped uterus") and rectocele ("reproductive system disorder or condition type of disorder or condition: prolapse rectocele"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and urticaria ("autoimmune diagnosed hives"). The patient was treated with surgery (essure removal scheduled in 2020). Essure treatment was not changed. At the time of the report, the abdominal pain, uterine prolapse, rectocele, urticaria, rash papular, migraine, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, migraine, nausea, (B)(6) infection, rash papular, rectocele, urticaria, uterine prolapse and weight increased to be related to essure. The reporter commented: patient received treatment for event- hives current weight: (B)(6) lbs. Patient was planning to removed essure due to prolapse rectocele and dropped uterus. Discussed having hysterectomy because of prolapse rectocele and dropped uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received events "infection (other) describe: (B)(6) infection; rashes or skin conditions type: red bumps on vaginal area; migraines / headaches; reproductive system disorder or condition type of disorder or condition: prolapse rectocele; dropped uterus; nausea; pain; weight gain; hair loss" were added. Reporter information, lab data , medical history and concomitant drugs were added. Patient aka name was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.